Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sever pelvic pain, when not menstruating/pain') in a (B)(6) year-old female patient who had essure (batch no. 794896) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2016, patient had trans abdominal and endo vaginal pelvic ultrasound was performed. On (B)(6) 2010, fluoro hysterosalpingogram, unremarkable intrauterine cavity, left sided tubal patency and right sided tubal occlusion. On (B)(6) 2011, fluoro hysterosalpingogram, findings: on the current exam, the uterus retroverted. No filling defects are seen in the uterus. No filling of either left or right fallopian tube is seen. Comparison is made to previous exam of (B)(6), at that time contrast filled left fallopian tube, no tubal contrast is seen currently (as written). Impression: no filling of either right or left fallopian tube is seen. On (B)(6) 2017, post-op after hysteroscopy myomectomy d&c. Patient complaint of feeling blood. Concurrent conditions included uterine leiomyoma, female pelvic peritoneal adhesions, uterine leiomyoma, adenomyosis, post coital bleeding, frequency of menses and perineal pain. Concomitant products included cetirizine since (B)(6) 2014, diphenhydramine hydrochloride (banophen) since (B)(6) 2014, fluticasone since (B)(6) 2011, ibuprofen since (B)(6) 2011, prednisone since (B)(6) 2013 and topiramate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sneezing ("allergic or hypersensitivity reaction type: sneezing") and rash ("allergic or hypersensitivity reaction type: rashes"), 1 month 23 days after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhoea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), dental caries ("tooth decay/dental problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"), weight fluctuation ("weight gain/loss: weight fluctuation"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), uterine enlargement ("enlarged uterus"), menstrual disorder ("hormonal changes - describe: change in periods"), arthralgia ("sever hip pain when not menstruating"), discomfort ("always getting upset uncomfortable"), anxiety ("anxiety"), depressed mood ("always getting upset uncomfortable"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), abdominal pain lower ("severe lower abdominal pain/ severe cramping, when not menstruating"), back pain ("sever back pain even when not menstruating/lower back pain"), uterine pain ("sever uterine pain, when not menstruating"), polymenorrhagia ("excessive and frequent menstruation"), coital bleeding ("postcoital bleeding"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic or hypersensitivity reaction"), abdominal pain ("abdominal pain") and vision blurred ("vision/eye problems type: blurry vision") and was found to have uterine leiomyoma ("leiomyoma"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, ovarian cyst, dysgeusia, alopecia, uterine enlargement, arthralgia, fatigue, anxiety, dental caries, migraine, headache, abdominal pain lower, back pain, uterine pain, menorrhagia, polymenorrhagia, coital bleeding, vaginal infection and dyspareunia had not resolved and the female sexual dysfunction, weight fluctuation, visual impairment, menstrual disorder, discomfort, depressed mood, bladder disorder, urinary tract disorder, nausea, vaginal haemorrhage, vaginal discharge, hypersensitivity, abdominal pain, uterine leiomyoma, sneezing, rash, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, coital bleeding, dental caries, depressed mood, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, polymenorrhagia, rash, sneezing, urinary tract disorder, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and continues to suffer from the symptoms. Insertion details, specify- date: (B)(6) 2011 findings: normal uterine cavity number of trailing coils: left: 2 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: confirming full occlusion of fallopian tubes; on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: clinical diagnosis: pre- and post-op diagnosis: leiomyoma of uterus. Final diagnosis: proliferative endometrium. Negative for hyperplasia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet and medical records received. Case becomes incident. Events added from pfs- allergic or hypersensitivity reaction type: sneezing and rashes, vision/eye problems type: blurry vision, weight gain. Event hormone level abnormal updated to menstrual disorder. Date of removal and surgery were added. Onset date of event pelvic pain, female sexual dysfunction, nausea were updated. Reporter information, concomitant drug, medical history, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.